Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that some patient results for the architect stat troponin I assay are positive compared to negative results for the troponin-c assay generated with a non-abbott device. No specific patient data was provided and no impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending data did not identify any adverse or non-statistical trends related to the complaint issue. A lot search was not completed as the likely cause lot is unknown. Since the lot number was unknown, accuracy testing of a representative lot (17200un13) was reviewed to demonstrate acceptable assay performance. An internal troponin-I panel was tested with retained kits of reagent lot 17200un13. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as no trends were identified related to the complaint issue and panel testing shows that the assay performs per specification. No malfunction was identified since the issue is for a discreet sample and per the complaint text the samples were hemolytic indicating sample integrity issue. Additionally, there is no indication in the architect stat troponin I package insert if the assay correlates with the roche troponin c assay.